Event description:
Healthcare professional reported after injection with "8/10th's of one syringe" of juvederm ultra xc in the lips, pt developed swelling at the injection site the same day of the injection. The day after injection, the pt reported to the healthcare professional that their lips "felt lumpy"; pt was assessed by the injecting healthcare professional approximately four days later during which it was noted the "lumps" were still present but smaller. The healthcare professional believed that "the product had moved and accumulated into a mass in the lips." Approximately twelve days after the first follow up visit, the pt was assessed again and observed to have "multiple minor ulcerations, swelling, redness, and inflammation" at the lips. The healthcare professional performed "light manipulation of the lips" and prescribed oral benadryl, medrol dosepak, and amica gel; reason for treatment was "for the pt's benefit."

Manufacturer narrative:
(B)(4). Attempts to follow up with the reporting healthcare professional have been unsuccessful; info such as the current status of treatment and symptoms is unavailable at this time. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxin, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labelling: adverse events: the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance: adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes, simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site and scare. Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement. The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months. The onset of displacement generally varied from immediate to 2 weeks post injection. The treatment prescribed included antibiotics, steroids, hyaluronidase, and laser treatment.